Event description:
Patient with ICD/ permanent pacemaker scheduled for a generator change in the ep lab. The ICD coils were easily unscrewed from the device and removed. However, the right ventilator and right atrial leads were unable to be removed from the old device (generator) despite using multiple tools. The leads were therefore cut just before entry into the muscle and capped with silk ties. A new dual chamber system was implanted. Discussed with the cardiologist. Retained old leads will pose no (B)(6) effect for the patient. No harm to the patient. Reportable incident. FDA medwatch completed.